Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side "rupture" and capsular contracture, baker grade IV." Device has been explanted.

Event description:
Healthcare professional reported a left side "rupture" and capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell (25-50%) and missing patch (75-100%). A visual and micro analysis was performed which identified: smooth broken, striated broken and crease flat. Base on the device analysis the final assessment is: -a striated opening due to surgical damage consist in the use of some surgical tool. -missing shell and patch due to inconclusive.